Event description:
Pt in another country, was injected with radiesse dermal filler in the nasal dorsum, glabella, and nasolabial fold. Five days after the injection the pt was bruised and complained of stinging in the glabella. The glabella than became necrotic.

Manufacturer narrative:
Pt in another country, was injected in the nasal dorsum, glabella and nasolabial folds; five days post injection the pt complained of bruising and stinging in the glabella. The glabella then became necrotic. The pt was prescribed tetracycline (antibiotic) ointment to be applied to the lesion, panadol (antipyretic) and keflex (antibiotic) to be taken orally for three days, four times a day. The use of radiesse dermal filler fin the glabella is an off label use.